Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ICD could not be interrogated while still in the box. Device was not used and the implant case progressed uneventfully with another device.